Event description:
The user facility reported residue in the chemical delivery system (cds), reliance dg container, and in a processed scope after completion of processing cycles. In our initial report it was stated that no injuries or procedural delays/cancellations were reported, however, procedural delays and cancellations were reported by the user facility.

Event description:
The user facility reported residue in the chemical delivery system (cds), reliance dg container, and in a processed scope after completion of processing cycles. No injuries, procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the user facility's reliance endoscope processing systems and found the units were operating properly. The reported event is under investigation; a follow up report will be submitted once additional information becomes available.

Manufacturer narrative:
The reliance eps operator manual instructs that if chemical residue is observed in the dg cup at the end of an endoscope processing cycle, the instrument load should be re-processed. Steris has performed testing showing that a trace quantity (i.e. Less than 1 gram, or approximately ½ teaspoon) of residual reliance dg "builders" chemistry does not affect the delivery and generation of the active ingredient peracetic acid.